Manufacturer narrative:
The customer rejected the repair estimate; the device was returned unrepaired to the customer, per the customer's request.

Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed.